Event description:
Liquid object/fluid inside syringe

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, silicone can be observed. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2309729 and were found to be within specification. The sample underwent these same tests and was found to be slightly above our specified limits. A device history review was performed for reported lot 2309729, finding one annotation related to the reported incident. During the silicone process, the time was reduced on one of the dispensers, therefore it is possible it may have dispensed more silicone, as seen in the sample provided. Six retained samples of the reported lot were used for additional evaluation. All product was inspected, no evidence of silicone was observed within the syringes and silicone content testing confirmed the product met required specifications. Based on our quality team's investigation, it was determined this incident occurred during manufacturing due to the dispenser applying more silicone. A project has been initiated to further address this. Due to the viscosity of the lubricant, it is possible to see evidence of it when moving the stopper from being fully seated at the top of the syringe, this does not indicate that the silicone is in excess. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Liquid object/fluid inside syringe.